Event description:
N/a

Manufacturer narrative:
The dermatome (ID (B)(6) ) was returned for evaluation. The device history record (DHR) shows no abnormalities related to the reported failure. However, further investigation may be performed to determine if any corrective actions are required for the reported issue. Failure analysis- the handpiece passed function testing, measuring (.53 amps) with strong consistent power, internal assemblies were in good condition with normal wear for the time in service, small spot of the motor has the start of corrosion, and hub is worn. Head assembly- bushing is out of tolerance measuring (-0.0031) calibration range is -0.0002 (+/- 0.001). Head has many small nicks and an unknown substance covers many areas of the head. The substance near the oscillating pin hole is thick and sticky to the touch cap side measures within the calibration tolerance, all other calibration points found in tolerance. Root cause- the reason for the return was confirmed "bushing side found out of tolerance, cap is slightly out of position inside the ear hole, a dried substance was found built up on many spots including the blade bed". The cleaning and sterilization, minor impact to the side of the head pushed the eccentric rod assembly towards the cap, dried substance on the head assembly shows improper cleaning procedures. The blade and the dermatome blade bed should be free from particulate or other foreign objects which may hinder free movement of the blade" the dried substance will also harden in the open spaces around the gauge bar and will eventually restrict movement "the last repair evaluation included with this complaint to show a pattern of damage including moisture and impact damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dermatome (ID (B)(6)) is making irregular cuts and is out of calibration. The event led to patient injury. No additional information has been provided.